Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, d10, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator guidewire of a 6f exoseal vascular closure device (vcd) was difficult to anchor and could not be fixed properly, and the indicator window could not be changed from black and white to black and black. There was no reported patient injury. The device was used to close the femoral artery puncture point. The operator was trained in the use of the device. The exoseal vcd was used in an interventional procedure and was stored and prepped according to its instructions for use (IFU). There were no visible signs of device or package damage, and no visual damage to the indicator wire prior to use. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no tortuosity of the access vessel, no stent near the puncture site, no vessel stenosis greater than 50%, and the femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. Additionally, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. During retraction, the indicator window was facing up and did not change. Upon removal from the patient, there was no damage to the indicator wire loop. Hemostasis was achieved via manual compression. A non-cordis sheath was used. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator guidewire of a 6f exoseal vascular closure device (vcd) was difficult to anchor and could not be fixed properly, and the indicator window could not be changed from black and white to black and black. There was no reported patient injury. The device was used to close the femoral artery puncture point. The operator was trained in the use of the device. The exoseal vcd was used in an interventional procedure and was stored and prepped according to its instructions for use (IFU). There were no visible signs of device or package damage, and no visual damage to the indicator wire prior to use. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no tortuosity of the access vessel, no stent near the puncture site, no vessel stenosis greater than 50%, and the femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. Additionally, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. During retraction, the indicator window was facing up and did not change. Upon removal from the patient, there was no damage to the indicator wire loop. Hemostasis was achieved via manual compression. A non-cordis sheath was used. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in a partially depressed position while the guard was locked. The plug was not returned for evaluation, and the indicator wire was found in the retracted position. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual inspection. A functional deployment simulation could not be performed, as the unit was received in an already actioned condition. However, the deployment lever was fully depressed without resistance, indicating that no mechanical obstruction was present and that full actuation could be completed. The reported event of ¿indicator wire-damaged loop¿ was not confirmed as the device was received partially deployed and the wire was retracted into the device. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue of the loop not anchoring against the vessel wall, especially since the device was received with the indicator wire retracted due to the actioning of the deployment mechanism. However, access vessel characteristics and procedural/handling factors are possible as there were no issues noted to the returned device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿orient the exoseal¿ vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal¿ vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees).¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator guidewire of a 6f exoseal vascular closure device (vcd) was difficult to anchor and could not be fixed properly, and the indicator window could not be changed from black and white to black and black. There was no reported patient injury. The device was used to close the femoral artery puncture point. Additional information was requested but not provided. The device will be returned for analysis.